Event description:
During a surgical procedure, the tip of the loop broke off in the pt. A new loop was used to complete the procedure. The piece that broke was retrieved with no harm to the pt.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. Multiple attempts to obtain further info from the hospital have been unsuccessful. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.